Event description:
It was reported that the procedure was to treat a circumflex (cx) and a mildly tortuous and 90% stenosed left anterior descending (lad) artery. The patient presented with unstable angina. A xience alpine stent was implanted in the lad. As the physician was going to place an unknown stent in the cx, the patient started to deteriorate and angiography revealed the alpine stent in the lad had clotted. The clot was removed and an unknown stent was successfully implanted in the cx to successfully complete the procedure. The patient is doing fine and was put on medication. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the stent remains in the patient anatomy. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.